Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer also mentioned blood glucose level was high of 250 to 260 mg/dl at morning. Customer did not report consecutive sensor alerts with different sensors. Customer was able to ran test on transmitter. Assisted in performing test on transmitter and test passed. The insulin pump was returned for analysis. Customer reported that they experienced high blood glucose due to food. Customer reported that they had low blood glucose level due to over treatment of high blood glucose. Customer declined to troubleshoot for high and low blood glucose. Insulin pump will not be returned for analysis.